Event description:
A technician reported that there was a corneal abrasion that was treated by placing a bandaged contact lens on the right eye post lasik. The patient has healed with no complications 6 months out. Another report is filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).